Manufacturer narrative:
Complaint alleges patient sensitivity after doctor's use of the nrg light. This light was removed from the market. Previous medwatch reports were filed, the last being in 2002, related to the light's malfunction. Since we have not reached the two-year mark where the malfunction has not caused or contributed to a serious injury, the event is considered reportable.

Event description:
The complainant alleged that the patients were experiencing sensitivity after us of the nrg curing light.